Event description:
Call to cvs customer relations - 800-746-7287 - spoke to (B)(4), reported the following: patient, (B)(6), presented to our office on (B)(6) 2016 with an acute ocular issue. Pt states she had been using the hydrogen peroxide cleaning and disinfecting system with a barrel shape contact lens container. I informed (B)(4) that the pt was utilizing the product as directed in the product instructions. The pt told us that she purchased this product in the cvs located in (B)(4). When dr. (B)(6) examined the pt, he found severe and massive corneal burns which he is treating. Pt will be seen here in f/u today, (B)(6) 2016, and also by dr.(B)(6) tomorrow, (B)(6) 2016, in dr. (B)(6)'s absence. (B)(4) informed me that the risk management team will get in touch with the pt directly within 24 to 48 hours, as they take product issues very seriously. She checked with the risk team, and they asked if we would return the product to the pt as they will be dealing with it in her f/u of this issue. Cvs pharmacy brand; dose or amount: 3% hydrogen peroxide; reason for use: clean contact lenses.